Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, autopulse platform (sn (B)(4) stopped working and displayed user advisory (ua) 08 (motor controller fault detected). It is unknown if the issue occurred during shift check or during patient use. No additional information was provided. No patient harm or consequence reported on this event.

Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 08 (motor controller fault detected) was confirmed during archive review and initial functional testing. Defective drive train motor was replaced to remedy the fault. No physical damage was observed during visual inspection. Archive data review indicated error message (ua) 08 on the customer reported event date. Functional testing was not performed due to (ua) 08 error message displayed upon powering up of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).